Manufacturer narrative:
Brand name was originally reported as "24g x 0.75in bd insyte autogard IV catheter". The correct brand name and has been corrected to reflect "bd insyte autoguard IV catheter".

Manufacturer narrative:
Investigation: 3 photos were returned for investigation. Broken catheter was observed in the one of the returned photo. The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. DHR review: device history record of packaged needle (pn) batch 6341137, catalogue number 381312 and it's assembled needle (an) batches 6323077, 6323073 and 6295033 part number 8083540 was reviewed. No quality notification was raised for similar non conformance during the production of this batch. Manufacturing review: the preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. Conclusion: confirmed - bd was able to duplicate or confirm the customer's indicated failure mode. Broken catheter was observed on the returned photos. Root cause: the root cause cannot be determined as no samples were returned for investigation, not able to determine. No CAPA is required. The nonconformance cannot be confirmed as no sample was returned for investigation. (B)(4).

Event description:
It was reported that when removing a 24g x 0.75in bd insyte¿ autogard¿ IV catheter from the patient, the catheter separated and remained in the patient. There is no reported medical intervention or serious injury.